Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a poor communication message on the patient programmer. The patient reported that they are trying to get an MRI and wasn't able to synchronize with the ins in order to activate MRI mode. The patient also couldn't communicate with the recharger. The patient doesn't have the recharger with them but stated that they have tried to charge unsuccessfully. The patient reported that they tried to charge multiple times and they couldn't. The patient stated that they leave their device off at work and hasn't charged in one to three months. It was a possible overdischarge. The patient stated that the MRI is not related to the device. The patient stated that it helps with the pain and it is pretty much gone now. The hcp called and stated that they were was no communication with the ins. The hcp stated that the device was in overdischarge. No symptoms reported. Additional information was received from the patient who confirmed the overdischarge. Circumstances that caused this to occur was that the patient has been working around military grade permanent/electromagnets. The patient states that they haven't been charging for long stretches of time because their nerve pain was being resolved by physical exercise paired with their stimulator which allowed them to turn it off. To resolve the issue, a manufacturing representative performed a blind charge followed by a reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.